Manufacturer narrative:
Pump received with normal operating currents. Pump was monitored and no unexpected failed battery test, weak battery, or bad battery alarms occurred during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump continuously alarms failed battery test and weak battery. Customer also indicated that the pump has a cracked battery compartment. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for betetry issues but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.